Manufacturer narrative:
Additional manufacturer narrative: the root cause of this event is indeterminable with the available information; however, there has been no allegation of product malfunction or deficiency. Additional information and the product return is currently being requested from the healthcare provider. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to monitor all reported events. If any new information is received regarding this event, a supplemental report will be submitted accordingly.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that this bioprosthetic aortic valve was explanted from a (B)(6) patient, after an implant duration of one (1) year and two (2) months, for unknown reasons. Another valve of the same model and size was implanted in replacement. There has been no indication or allegation of a device malfunction. No further information has been provided.